Event description:
It was reported that during the c4 aneurysm procedure on (B)(6) 2025, the physician implanted a flow diverter stent in between c3 to c5. After implantation, the proximal side of the stent became shortened. Thus, the subject stent was implanted from ophthalmic artery distal to c5. Immediately after placement, a sudden stasis of blood flow in the ophthalmic artery was observed. Furthermore, thrombus was confirmed within the stent at c4 on the imaging. Contrast imaging revealed stenosis in the c4 segment. Computed tomography and angiography confirmed slight separation between the first and second stent. Physician subsequently added post-dilatation using a balloon, and then administered antiplatelet and anticoagulant medications concurrently, and observed the patients over time. Final contrast imaging showed good visualization of ophthalmic artery. Additional information received on 19-dec-2025 confirmed that the thrombus was formed within the subject stent. A subsequent information on 28-dec-2025 indicated that the patient¿s adverse events of paralysis and aphasia were related to the subject stent. A subsequent information on 30-dec-2025, was received stating that the recurrence of in-stent occlusion occurred in the subject stent. Finally on 3-jan-2026 information was received that in-stent occlusion had recurred and medication were administered. There was bleeding due to excessive reperfusion which led to significant reduction in anticoagulant and anti-platelet medication. As there was excessive bleeding, the treatment plan now excludes intervention for sent occlusion or thrombosis. The patient¿s condition remains poor.

Manufacturer narrative:
D4 expiration date: updated. D4 gtin: updated. H4 manufacturing date: updated. B1 adverse event/product problem: updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. It was reported that ¿thrombus was confirmed within the stent at c4 on the imagine and stenosis was revealed during contrast imagining in c4 segment. Anticoagulant medications were administered. (B)(6) 2025, aphasia and paralysis reappeared due to re-occlusion within the stent, necessitating reintervention. Information received it was reported that "in-stent occlusion has recurred on (B)(6) 2026, requiring percutaneous transluminal angioplasty (pta). It was managed to recanalize it on that very day. However, bleeding subsequently occurred due to excessive reperfusion, leading to a significant reduction in anticoagulant and antiplatelet medications. Due to the risk of bleeding, the treatment plan now excludes intervention for stent occlusion or thrombosis. The patient's condition remains poor". Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be tortuous. It is most likely that the anatomy of the patient contributed to the reported event. Based upon medical review, the harm observed in this complaint is anticipated in nature as per the device risk assessment. As a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted within the dfu, product labeling and/or risk documentation files, an assignable cause of anticipated procedural complication will be assigned to this complaint.

Event description:
It was reported that during the c4 aneurysm procedure on (B)(6) 2025, the physician implanted a flow diverter stent in between c3 to c5. After implantation, the proximal side of the stent became shortened. Thus, the subject stent was implanted from ophthalmic artery distal to c5. Immediately after placement, a sudden stasis of blood flow in the ophthalmic artery was observed. Furthermore, thrombus was confirmed within the stent at c4 on the imaging. Contrast imaging revealed stenosis in the c4 segment. Computed tomography and angiography confirmed slight separation between the first and second stent. Physician subsequently added post-dilatation using a balloon, and then administered antiplatelet and anticoagulant medications concurrently, and observed the patients over time. Final contrast imaging showed good visualization of ophthalmic artery. Additional information received on 19-dec-2025 confirmed that the thrombus was formed within the subject stent. A subsequent information on (B)(6) 2025 indicated that the patient¿s adverse events of paralysis and aphasia were related to the subject stent. A subsequent information on (B)(6) 2025, was received stating that the recurrence of in-stent occlusion occurred in the subject stent. Finally, on (B)(6) 2026 information was received that in-stent occlusion had recurred and medication were administered. There was bleeding due to excessive reperfusion which led to significant reduction in anticoagulant and anti-platelet medication. As there was excessive bleeding, the treatment plan now excludes intervention for sent occlusion or thrombosis. The patient¿s condition remains poor.